Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was later reported that the patient's lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419388 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's lead had high and unstable thresholds, a possible fracture, and high impedance. The lead was reprogrammed and a revision was scheduled. It was further reported that the patient experienced shortness of breath, dizziness, and a broken arm after falling. The physician believed the patient's fall may have been related to the lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.